Manufacturer narrative:
H6-code 4112: images were provided for evaluation. The images show that a viabahn® device appears to be partially deployed and it appears to be re-accessed from an alternative access location and a pta balloon is being used within the deployed segment of the viabahn® device. Time to full deployment is approximately 40 minutes. The imaging evaluation summary states that the deployment line can not be visualized with imaging. Therefore this imaging evaluation does not allow for assigning a potential root cause. H6-code 10: the deployment line, deployment knob, and delivery catheter were returned for evaluation. The endoprosthesis remains implanted in the patient. Evaluation of the returned product indicates the deployment line was broken, and the catheter dual lumen sustained damage. There are unbraided fibers at the end of the deployment line. There is braided zipper remaining at the catheter tip. This is consistent with the reported removal of the delivery system through the partially constrained endoprosthesis after the deployment line was reported broken. The catheter dual lumen was cut 35 cm proximal to the transition, stretched or damaged 32 cm proximal to the transition which appears consistent with gripping using a forceps or other tool. These observations are consistent with the reported complaint, but the cause of these observations could not be established. H6-code 4315: based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. H6-code 22: in the instruction for use the following is stated: warnings w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis with propaten bioactive surface in applications where the device is deployed within stents or stent grafts other than the gore® viabahn® endoprosthesis. Other devices may interfere with the deployment of the gore® viabahn® endoprosthesis with propaten bioactive surface resulting in deployment failure or other device malfunction. Hazards and adverse events complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: deployment failure; device failure. H6 health effect - clinical code replaced with 1888.

Manufacturer narrative:
Patient age: the age was requested but could not be obtained. The delivery system and the broken deployment line have requested from the physician and are being returned to gore for investigation. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The patient presented with an in-stent stenosis of a non-gore device previously implanted in the superficial femoral artery, with was going to be treated with a gore® viabahn® endoprostheses with propaten bioactive surface (viabahn® device). To have the lesion prepared for the implantation the patient underwent an endovascular procedure to resolve the in-stent stenosis with a cross-over technique using a contralateral femoral access on (B)(6) 2021. However, the procedure was not successful. The in-stent stenosis could not be completely resolved distally. They decided to give it another try from distally using a popliteal access the next day. On (B)(6) 2021, the patient underwent an endovascular re-intervention to resolve the remaining distal stenosis in prone position. Access was gained from the popliteal artery. It was reported that the stenosis could not be satisfactorily resolved. Nevertheless, they decided to implant the viabahn® device in the same session. The viabahn® device could be advanced to the intended location without issues. They deployed the viabahn® device and it expanded on 2/3 of its length inside the previously implanted stent as intended. Then the deployment line broke. 1/3 of the viabahn® device, which was outside the previously implanted stent remained constrained. Reportedly, it was not possible to remove the delivery catheter at this stage. To solve the issue, they cut the delivery catheter to catch the broken deployment line but to no avail. Blood loss without the need for blood transfusion has been reported. Then they decided to position the patient in supine position and to balloon the constrained part of the viabahn® device from proximal with a cross-over technique using a contralateral femoral access but to no avail.. Then they decided to reposition the patient in the prone position to solve the issue again from distally. After a few tentative attempts to completely expand the viabahn® device by manipulating the delivery catheter, the physician jerked the delivery catheter and then the constrained part of the viabahn® device expanded fully. The final computed tomography angiography showed good results with a fully expanded and patent viabahn® device at the intended location. It was stated that the patient is doing well.

Event description:
The patient presented with an in-stent stenosis of a non-gore device previously implanted in the right superficial femoral artery (afs), that was going to be treated with a gore® viabahn® endoprostheses with propaten bioactive surface (viabahn® device). On (B)(6) 2021, the patient underwent an endovascular procedure to resolve the in-stent stenosis using a left transbrachial access. However, the procedure was not successful. The in-stent stenosis could not be completely resolved distally. They decided to give it another try from distally using a popliteal access the next day. On (B)(6) 2021, the patient, who was positioned prone, underwent an endovascular re-intervention to resolve the remaining distal stenosis. Access was gained from the right popliteal artery using a 6fr introducer sheath. Percutaneous transluminal angioplasty was performed to retrograde recanalize the proximal afs. It was reported that the stenosis could not be satisfactorily resolved. Nevertheless, they decided to implant the viabahn® device in the same session. The viabahn® device could be advanced to the intended location without issues. They deployed the viabahn® device and it expanded on 2/3 of its length inside the previously implanted stent as intended. Then the deployment line broke. 1/3 of the viabahn® device, which was outside the previously implanted stent remained constrained. Reportedly, it was not possible to remove the delivery catheter at this stage. To solve the issue, they cut the delivery catheter to catch the broken deployment line but to no avail. Blood loss without the need for blood transfusion has been reported. Then they decided to position the patient in supine position and to balloon the constrained part of the viabahn® device from proximal using a cross-over technique. Additional access was gained from the left femoral artery using a 4fr sheath. This attempt to balloon the constrained part of the viabahn® device from proximal was also unsuccessful. Then they decided to reposition the patient in the prone position to solve the issue again from distal. After a few tentative attempts to fully deploy the viabahn® device by manipulating the delivery catheter, the physician jerked the delivery catheter and then the constrained part of the viabahn® device deployed and expanded fully. Reportedly a 6 mm x 150 mm a bare-metal everflex¿ peripheral self-expanding stent (medtronic) was implanted in the middle and distal afs to completely cover the stenotic lesion. The final computed tomography angiography showed good results with a fully expanded and patent viabahn® device at the intended location. It was stated that the patient is doing well.

Manufacturer narrative:
A. Provided patient information was added. H6-code 4112: images of the case were received and are being evaluated. H6-code 10: the delivery system and the broken deployment line were received and are being investigated. H6-code 4117: the endoprosthesis remains implanted in the patient. B2. Event description was corrected.

Manufacturer narrative:
H10-code 213: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Images were provided for evaluation. The images show that a viabahn® device appears to be partially deployed and it appears to be re-accessed from an alternative access location and a pta balloon is being used within the deployed segment of the viabahn® device. Time to full deployment is approximately 40 minutes. The imaging evaluation summary states that the deployment line can not be visualized with imaging. Therefore this imaging evaluation does not allow for assigning a potential root cause. The deployment line, deployment knob, and delivery catheter were returned for evaluation. The endoprosthesis remains implanted in the patient. Evaluation of the returned product indicates the deployment line was broken, and the catheter dual lumen sustained damage. There are unbraided fibers at the end of the deployment line. There is braided zipper remaining at the catheter tip. This is consistent with the reported removal of the delivery system through the partially constrained endoprosthesis after the deployment line was reported broken. The catheter dual lumen was cut 35 cm proximal to the transition, stretched or damaged 32 cm proximal to the transition which appears consistent with gripping using a forceps or other tool. These observations are consistent with the reported complaint, but the cause of these observations could not be established. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
H6-code 4112: images have been provided for evaluation. H6-code 213: the imaging evaluation summary states the following: (B)(6) 2021 9:19 a.m.: image depicts an underployed viabahn® device inserted within the previously implanted stent. (B)(6) 2021 9:20 a.m.: viabahn® device appears partially deployed. (B)(6) 2021 9:23 a.m.: viabahn® device appears to be partially deployed. (B)(6) 2021 9:25 a.m.: viabahn® device appears to be partially deployed. (B)(6) 2021 9:43 a.m.: viabahn® device appears to be partially deployed. (B)(6) 2021 9:49 a.m.: partially deployed viabahn® device appears to be re-accessed from alternative access location. (B)(6) 2021 9:52 a.m.: viabahn® device still appears to be partially deployed. A pta balloon is being used within the deployed segment of the viabahn® device. (B)(6) 2021 10:01 a.m.: the viabahn® device appears to be completely deployed. Time to full deployment 9:20 a.m. To 10:01 a.m., 40 minutes. (B)(6) 2021 10:40 a.m.: unrelated to the viabahn® device, another device has been implanted distally. H6-code 3233: the delivery system and the broken deployment line have been returned and are being investigated.